Manufacturer narrative:
Batch n59784 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects. Retain sample inspection form documented the retain evaluation performed on (B)(6) 2017. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the privacy site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The pcom search returned a total of 31 complaints for neck, shoulder, wrist (nsw) products during this time period for the class/subclass. Of the 31 complaints; 9 complaints have batch number recorded as 'unknown'. The 22 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in proces inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 c - 41.6 c) per neck shoulder wrist 8 hour. There were no wrap attribute or variable defects recorded for the batch. Shiftly production transition notes were reviewed. There were no issues noted in the heat pack making portion of the line that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that involve wrap tempertur

Event description:
Event verbatim [preferred term] burn in the neck, and she has a blister/observe the second degree burn, with a blister/new burn [burns second degree] , she used it during the night, over 16h [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age used thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n59784, expiration date: (B)(6) 2019 on an unspecified date for an unspecified indication. Medical history was not reported. Concomitant medication included anastrozole (arimidex). The patient experienced burn in the neck, and she has a blister on an unspecified date. The patient said that two patches produced a second degree burn. The first one, she used it during the night, over 16h. Next day she could observe the second degree burn, with a blister. The second one, she used it only 1-2h because rapidly she detected a new burn. She had deleted the two units (samples not available). Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Batch n59784 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects. Retain sample inspection form documented the retain evaluation performed on (B)(6) 2017. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the privacy site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The pcom search returned a total of 31 complaints for neck, shoulder, wrist (nsw) products during this time period for the class/subclass. Of the 31 complaints; 9 complaints have batch number recorded as 'unknown'. The 22 remaining complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this pcom search, there is not a trend identified for the subclass of too hot for nsw products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in proces inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 c - 41.6 c) per neck shoulder wrist 8 hour. There were no wrap attribute or variable defects recorded for the batch. Shiftly production transition notes were reviewed. There were no issues noted in the heat pack making portion of the line that would affect wrap temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that involve wrap tempertures. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per neck, shoulder, wrist, 8 hour. Consumer states she received a second degree burn from wearing wraps. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (B)(6) 2017. New information received from the local product quality complaints group included: suspect product data (lot number, expiration date). Follow-up (B)(6) 2017: new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (B)(6) 2017: new information received from the agencia espanola de medicamentos y productos sanitarios (aemps) includes regulatory authority report number ps/me/42399. Follow-up (B)(6) 2017: follow-up attempts are completed. No further information is expected. Follow-up(B)(6) 2019: new information received from the product quality complaints group included: investigation results, new event (she used it during the night, over 16h), and suspect product data., comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per neck, shoulder, wrist, 8 hour, spec-25353, effective date: 21-apr-2016. Consumer states she received a second degree burn from wearing wraps. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn in the neck, and she has a blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity used thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n59784, expiration date: mar2019) on an unspecified date for an unspecified indication. Medical history was not reported. Concomitant medication included anastrozole (arimidex). The patient experienced burn in the neck, and she has a blister on an unspecified date. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per neck, shoulder, wrist, 8 hour, spec-25353, effective date: 21-apr-2016. Consumer states she received a second degree burn from wearing wraps. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07nov2017). New information received from the local product quality complaints group included: suspect product data (lot number, expiration date). Follow-up (08nov2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (13nov2017): new information received from the (B)(6) includes regulatory authority report number (B)(4). Comment: based on the information provided, the event of "burn in the neck, and has a blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn in the neck, and she has a blister [burns second degree] . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity used thermacare heatwrap (thermacare neck, shoulder & wrist) on an unspecified date for an unspecified indication. Medical history was not reported. Concomitant medication included anastrozole (arimidex). The patient experienced burn in the neck, and she has a blister on an unspecified date. The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn in the neck, and has a blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn in the neck, and has a blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.